Event description:
Case was a pneumonectomy/thoracotomy. Linear stapler was used to close the vein, reloaded and used to close the pulmonary artery. Pt was bleeding profusely and stapler was found to have unformed staples remaining in cartridge. Mfg rep assisted in testing device. Indeterminate as to whether device or cartridge was at fault. Operator confirmed proper use. Pt possibly required extra fluid/blood for hypotension. Pt recovered, discharged from hosp.